Event description:
Event description guidant received information that this ventricular lead was explanted due to loss of capture at nearly maximum output. This was most likely due to a patient condition.